Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was over 200 mg/dl and other blood glucose was over 400 mg/dl. Customer experienced symptoms such as vomiting, nausea, abdominal pain and difficulty in breathing. The customer was treated with intravenous insulin drip and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. Customer alleged insulin pump was under delivering because customer gave a big dosage of insulin and still blood glucose did not came down. Troubleshooting was performed. The insulin pump will be returned for analysis.